Manufacturer narrative:
It is unknown if the sample is available. As of the date of this report, the sample has not been returned. A follow-up report will be submitted upon investigation completion.

Event description:
A customer reported an issue with a 1.9fr peripherally inserted central catheter (PICC) line. A PICC line was placed on a patient (B)(6), was called the next day to look into the PICC leaking. It was assessed as leaking from the connecter end of the red lumen, "it seemed that the connection end was cracked." A new catheter was required.